Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as scabbing skin under the therapy pads. The irritation was described as raw and possibly due to a nickel allergy. The patient's doctor prescribed silvadene cream and the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as scabbing skin under the therapy pads. The irritation was described as raw and possibly due to a nickel allergy. The patient's doctor prescribed silvadene cream and the irritation improved.